Event description:
A report was received that the patient's stimulator was cutting on and off during postural changes and when the patient puts pressure on the pocket site. During a lead revision due to lead migration the physician replaced the entire scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-50, serial#: (B)(4), model description:scs 50cm iii lead.

Event description:
A report was received that the patient's stimulator was cutting on and off during postural changes and when the patient puts pressure on the pocket site. During a lead revision due to lead migration the physician replaced the entire scs system.

Manufacturer narrative:
Additional information indicated that the physician replaced the scs system due to personal preference. There was no suspected malfunction with the explanted ipg. The leads were explanted due to exhibiting high impedance.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibits normal device characteristics. However, the associated leads exhibited critical damages related to the complaint. Device evaluation indicated that the lead (B)(4) passed visual, electrical and photographic imaging tests performed. No anomalies were found. Device evaluation indicated that the lead (B)(4) passed visual tests performed. The lead did not pass photographic and electrical tests performed. The lead exhibited open electro-wires. Although the leads may have been pulled and cut during the explant procedure, the severity of the damage suggested that the damage had been resulted from excessive tensile force while the system was implanted.

Event description:
A report was received that the patient's stimulator was cutting on and off during postural changes and when the patient puts pressure on the pocket site. During a lead revision due to lead migration the physician replaced the entire scs system.